Event description:
The jetstream g2 catheter was used to treat a 40cm long extremely calcified lesion from the sfa to the popliteal artery. The physician made two passes in the minimum diameter mode and one pass in the maximum diameter mode. After some difficulty crossing a portion of the lesion in the maximum diameter mode, an angiogram was taken revealing a small perforation. The area was sealed using a balloon. The pt had a good final outcome. Upon removing the g2 device from the pt the physician noted the heatshrink had pulled away from the catheter.

Manufacturer narrative:
Physical eval and visual inspection of the returned device showed an intact g2 device (i.e., the heatshrink and catheter were attached without any missing components). An approx 4 inch split and ballooning of the heatshrink was observed but not believed to have caused the perforation.